Event description:
It was reported that during an unspecified procedure balloon withdrawal difficulties were encountered. The lesion being treated was located in the renal artery. The lesion was predilated with a sterling 4x15mm balloon. The express sd biliary stent was then deployed without difficulties. The physician then attempted to "flare" the edge of the stent with the delivery system balloon, however, the balloon caught on the edge of the stent. The balloon was reinflated to no more than 12 atms in an attempt to dislodge it from the stent, however, that was unsuccessful. The hub of the delivery system was cut. The other MFR's guide catheter was removed. A 7fr sheath was then advanced, and the cut balloon fragment was able to be retrieved fully. No pt complications were reported, and pt status was reported as 'fine'.